Event description:
It was reported the physician implanted the intraocular lens (iol) but felt the integrity of the posterior chamber was in question. The incision was enlarged, the lens cut in pieces and removed. The doctor successfully implanted an anterior chamber lens.

Manufacturer narrative:
(B)(4). The iol was not received for analysis. The cause of this event reasonably suggests it is not manufacturing related but instead due to the patient's weak capsular bag. An update to this report will be submitted if lens is received for analysis.